Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of that the display was covered. The customer had problems with using functions and monitoring the pump. The customer's blood glucose reading was unknown. The customer will return the pump for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display, partial display, or display anomaly was noted. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for a day and no unexpected display anomalies were noted. Verified the battery tube power connector was properly connected during visual inspection. The pump was received with a scratched case, a faded serial number label, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.